Event description:
It was reported the top and bottom cases separate at the lower end of the epg (external pulse generator). The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover, two side bail covers, ring, and two side bails were missing, the lead flex cover was broken, the battery contacts were compressed and the battery drawer was contaminated.